Event description:
During evaluation of the device, it was reported that the device failed the accuracy confirmation test. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing for an unrelated issue. A manual volumetric accuracy test was performed and revealed that fluid was transferred out of the allowed specification limits. Test piston foam was installed and the volumetric accuracy test passed. The cause of the inaccurate fluid transfer was determined to be non-conforming piston foam. The piston foam was replaced , and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.